Manufacturer narrative:
(B)(4). Eval, results: (severe calcification, 90% stenosis following pre-dilation). (Stent damage, failure to deliver the stent). Conclusions: (severe calcification, 90% stenosis following pre-dilation). Eval summary: the device was returned to the mfg facility for eval. The balloon folds on the proximal pillow were partially opened. The distal tip was slightly frayed. A number of struts on the 7th, 8th and 9th proximal segments were partially raised and deformed. A number of struts on the 12th and 13th proximal segments were deformed.

Event description:
The physician was attempting to implant a 2.5 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the lad with severe calcification and 90% stenosis. The target lesion was pre-dilated using a 2.5 mm x 15 mm nc sprinter balloon at 28 atms. Ninety percent stenosis remained following pre-dilation. An attempt was then made to deliver the endeavor sprint stent, however the stent could not cross the lesion and was withdrawn. The lesion was pre-dilated again using the 2.5 mm x 15 mm nc sprinter balloon at 28 atms. A second attempt was then made to deliver the endeavor sprint stent, however, it could not cross the lesion and the device was removed. Stent struts were noted to be damaged on removal. The device had been inspected prior to use with no abnormalities noted. Pt status post-procedure was stable and no clinical sequelae were reported.